Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user hit his head in (B)(6)2017 and had to be hospitalized therefore. In (B)(6)2017 the user noticed that the hearing performance with the left implant had decreased. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user hit the head in autumn 2017 and had to be hospitalized therefore. In (B)(6) 2017 the user noticed that the hearing performance with the left implant had decreased. The recipient was re-implanted.